Manufacturer narrative:
Investigation results: no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As no complained sample is received, the defect of the prn cannot be analyzed, and the state of the prn bulging is unidentifiable, so the root cause of the bulge in prn cannot be determined. The plant will continue to track this issue.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc hp adapter / connector was defective / damaged on (B)(6) 2025, during routine pulse flushing of an intravenous catheter, a nurse observed a bubble forming on the side of the heparin cap during injection. No abnormalities were noted in the heparin cap prior to use. Bubble rupture could compromise the seal, potentially allowing air to enter the bloodstream during infusion and creating a risk of air embolism. If infusing specialized medications, this could lead to drug leakage and local tissue damage. It also increases the likelihood of catheter-related bloodstream infections. Upon discovering the issue, the nurse immediately replaced the heparin cap with a new one. After re-sterilizing the equipment, the flushing procedure was completed, and the patient's vital signs and the puncture site were closely monitored.